Event description:
It was reported that during the cardiomems implant procedure, the physician experienced difficulty advancing the cardiomems delivery catheter to the pulmonary artery due to the patient anatomy. While troubleshooting, it was noted that the cardiomems catheter appeared to be catching on the patient pacemaker lead. Due to concern that the lead had been dislodged, the case was aborted. The patient was admitted overnight for monitoring. Imaging confirmed that the lead had been dislodged. A new lead was successfully implanted and the patient was discharged. No additional adverse patient effects were reported.